Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all silicone foley catheter attached to the drainage bag. Verified material number 2758j14, manufacturing lot number ngkn1918. Visual inspection noted no obvious observations. Attempted to inflated catheter with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), using inhouse syringe but the solution immediately leaked to the drainage funnel creating a lumen to lumen leak. No balloon burst was noted through visual inspection. Therefore, the reported event is confirmed and does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review and labeling review are not required as event has already been investigated per CAPA 11092653. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, e, f, g, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter came out spontaneously on the day of insertion, apparently due to rupture of the balloon cuff.

Event description:
It was reported that the foley catheter device came out on its own on the day of placement, possibly due to a rupture in the balloon cuff.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.